Manufacturer narrative:
Intraparenchymal hemorrhages, like other ichs are very uncommon. Several factors have been shown to increase the risk for symptomatic ich in full-term newborns, including prolonged, precipitous, vaginal breech, instrumental, forceps, or vacuum delivery as well as primiparity, high multiparity, and extreme fetal weight. However, it is important to understand that ich has also been reported in asymptomatic term infants. The prevalence was reported as low as 8% and high as to 45.5% when using a 1.5-t mr imager. Clinical innovations has requested more information from the user facility on the infant's outcome, and any other details on the procedure. If any additional informations is obtained, a follow-up report will be sent.

Event description:
Clinical innovations received, and email form the user facility with the following question: ask you about the risk of intraparenchymal hemorrhagic disease and kiwi. We have a case with no problem with the application, use of the kiwi, and bad result in the neonatal patient.